Event description:
Additional information received reported the patient experienced chronic nausea and vomiting. The patient recovered without sequela following the explant.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6 )2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after being implanted, the device worked for six months. Then, every time they went to the healthcare provider (hcp) to get the device checked because they were ¿sick to their stomach¿ and had nausea, the device was off. The manufacturer representative ¿rebooted¿ the device, but then two weeks later, the patient had the same issue with the device being off. About three weeks prior to the date of this report, the entire device was replaced due to ¿malfunction.¿ the replacement surgery was (B)(6) 2013. Regarding the explanted device, it was noted the ¿failure of the unit was in for the last 2 years, but hasn¿t worked the last 18 months, been back to hcp half a dozen times and he turns it back on and when we go back, it¿s off again and battery check was ok.¿ the hcp still had the explanted device. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) prematurely depleted. The reporter stated the patient¿s ins shut off in (B)(6) 2013. It was noted the patient met with their healthcare professional (hcp) and manufacturing representative in (B)(6) 2013. It was further noted the patient had an x-ray and CT scan. Additional information received reported the last three times the patient saw their hcp the ins was off. The reporter stated they were told the ins would last 5-7 years and the last they heard was that they were considering a battery issue. Additional information received reported the manufacturing representative was contacted by the patient¿s hcp who stated the device was defective. It was noted the manufacturing representative would follow up with the patient¿s hcp and request to be at the patient¿s next appointment. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that both positive battery bond wires were broken from the positive battery terminal. The epoxy bond was broken between the hybrid and both the positive and the negative battery terminal. There was intermittent output when pressure was applied to the can.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.